Manufacturer narrative:
The insulin pump passed self test and displacement test. Pump error 53 noted in the formatted history file due to software error. Pump error 63 alarmed confirmed in pump history with variable due to broken traces at keypad assembly. The device was received with cracked keypad overlay at select button. It was received with minor scratched display window, case and keypad overlay texture damaged. Also, it was received with peeling, fading and stained serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. The insulin pump will be returned for analysis.